Event description:
Intraocular lens implant missing a haptic - product defect. Implanted with preloaded cartridge - doesn't allow visualization of haptics until in eye. Surgeon elected to leave in place and determine if lens would stabilize, to prevent removal and replacement. As of (B)(6) 2017, patient's vision 20/20 and no plan to return for removal/replacement of defective lens.